Manufacturer narrative:
H6: device code corrected to most appropriate code for complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 64mm x 54mm abdominal aortic aneurysm. It was reported that during the index procedure, the right etlw1620c124e limb was placed short of anticipated landing zone and required a limb extension being placed. The left external iliac artery was dissected during access and a etew2020c82e stent was implanted to treat the dissection. Two days later, the patient presented emergently with cold pulseless legs. A cta was performed which showed the right iliac etlw1620c146e device was kinked and thrombosed, the left external iliac was thrombosed also. Intervention was performed, the physician performed bilateral femoral cutdowns and bilateral embolectomies. A non mdt stent was placed in the kinked right limb and then both limbs were ballooned at the same time to 16mms. It was reported, the cause of the dissection to the left external iliac was caused during access which the physician felt was a cause of inadequate visualization with fluoro unit and pt size. It was also reported, the 20 portion of the left limb was next to the 16 portion of the right limb and once the dissected left external iliac shut down it caused the pressure to increase in the left common iliac making the 20 portion compress the 16 portion of the right iliac limb. No additional clinical sequalae were provided and the patient is fine.